Event description:
Complaint reported as followed: "blocked catheters."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A visual inspection resulted in the assumption that a foley catheter is blocked with glue, pvc or something similar. The catheter was wrapped around the shaft and the tip of the catheter has cut off. The remaining section of the tip was not returned. The product showed no sign of material degradation or discoloration. Close examination of the product revealed that the drainage lumen near the tip of the catheter was blocked by some obstruction. Review of the complaint history record within 2011 to (B)(4) 2013, no similar complaint was rec'd earlier regarding "presence of blockage at drainage lumen" for 2 way foley catheter. This particular lot is the first complaint rec'd on (B)(4) 2013. Review of the mfg process indicating that this may be due to the formation of the residual from (B)(4) process. An investigation based on the returned sample provided reveals that the product did not perform to our requirement due to presence of obstruction in the drainage lumen. The result of the substance which is causing the blockage was confirmed. The chemical composition is (B)(4) as performed by (B)(4). Suggested corrective action is to implement an airflow test upon completion of the coating process to detect for any blockage at the drainage lumen. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.